Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had rejected new batteries, insulin pump had time lagging, motor getting louder. It was reported that very often insulin squirts instead of drips from cannula. The customer reported that the act button doesn¿t always respond, up and down arrow and escape button sticks, when it¿s very humid out pump had function issues. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.